Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported blood glucose results of 20 mg/dl and 100s mg/dl within 10 minutes. No adverse event alleged, meter and strips replaced and requested for return.